Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line has a yellow tint discoloration when removing the cartridge from the package. There was no impact to the customers blood glucose level.